Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to no connection and no sound with the device. The patient was reimplanted with another cochlear device during the same surgery.